Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart and a motor error. The patient's blood glucose at the time of incident is unknown. The caller mentioned that motor errors occur frequently. Physical damage was also confirmed: a crack on the lower left of the display, and a crack on the lower right of the display. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the self test, error test, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside of the device and it passed. No unexpected error alarms noted. The pump was received with a cracked case at the display window corners, a cracked display window, minor scratches on the lcd window, a stained keypad overlay, a stained back address / serial number label and end cap sticker. No cracks at or near the reservoir tube window.